Event description:
Event description guidant received information that this device did not pace after the patient was cardioverted. The patient was being cardioverted for an atrial arrhythmia. Just after the cardioversion the device was not pacing. The doctor went for a programmer. Meanwhile, the patient had an intrinsic rate in the 30s that increased to the 60s. By the time the doctor returned, the device was pacing. A download of the device memory was sent to guidant for examination and no issues were found.